Event description:
The customer reported during power on, the ventilator alarmed and restarted and went vent inop. The customer reported the unit was not in use on a patient, therefore, there was no patient involvement or harm. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the ventilator log history indicated a 24 / 12 volt failure had occurred during operation with a vent inop occurrence during subsequent power on. When a 24/12 volt failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The service technician replaced the power switch and power cord to address the findings. Performance verification testing was completed and passed per operating specifications.